Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -8.50. (B)(4). Method code (evaluation method): work order search results code (evaluation result): a work order search found two similar complaints. Conclusion code (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 -8.50 diopter implantable collamer lens on (B)(6) 2015 in to the patient's right eye (od). The reporter indicated that the vault of the lens was low. The lens was exchanged for a larger lens on (B)(6) 2015 and this resolved the problem. See MFR report #2023826-2016-00312 for left eye (os).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found that haptic was torn/ broken/ bent/ deformed. Conclusion: as per the dfu of this lens model,implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contraindicated. This patient had an acd of 2.98mm at the time of implantation. (B)(4).